Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: no DHR was available for review since the device was fabricated per physician's prescription only. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator reviewed the returned device. An upper tray was returned but not in the original case. The results were summarized: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device did not appear discolored; clear/milky hue. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 012579 rev 1.0 (clearsplint instruction for use) states "brush and floss before using clearsplint. After use, rinse the bite splint with water and store dry. Clean bite splint with soap and warm water only." IFU 012579 provides warning "do not clean or soak in mouthwash; do not use denture cleanser; do not place do not place the clearsplint in hot or boiling water or expose to excessive heat (such as direct sunlight). This may distort the appliance; do not use alcohol or hydrogen peroxide." Rpt 012574 rev. 1.0 (clearsplint biocompatibility report) was conducted to report the results of biocompatibility testing clearsplint® nightguard materials complete with all dyes and metals used for construction of the device. Samples of clearsplint material were created meeting required surface areas and simulating the final device for biocompatibility testing. All accessory materials and colors available for use in the device were tested. Clearsplint® nightguard material powder and clearsplint® nightguard material liquid were mixed in appropriate proportions of 1 part liquid to 2 parts powder per pro-012516 clearsplint manufacturing procedure and for this biocompatibility testing one drop of each dye (red or blue) was added. The findings in rpt 012574 rev. 1.0 (clearsplint biocompatibility report) stated that "clearsplint material with blue dye & metal alloy was considered biocompatible when tested for cytotoxicity, sensitivity, oral mucosal irritation & dermal irritation. Clearsplint material with red dye cleared cytotoxicity, sensitivity & dermal irritation test but it was considered as minimal irritant for oral mucosal irritation."

Event description:
It was reported that the patient had a reaction to the comfort hard/soft splint. The device was delivered to the patient on (B)(6) 2021 and they experienced the reaction on (B)(6) 2021. The patient discontinued using the device on (B)(6) 2021 and the reaction remained until (B)(6) 2021. The patient was instructed to take benadryl. There are no reported allergies. The patient current status is noted as "good." With regard to the device, the patient was given the device after it was rinsed with warm water. The same instructions were provided for aftercare at home.

Manufacturer narrative:
Additional information provided by the provider: section a2: updated to reflect the new information provided. Section a4: additional information provided by the provider. Section a2: updated to reflect the new information provided. Section b3: updated to reflect the new information provided. Section b5: updated to reflect the new information provided. Section b7: updated to reflect the new information provided.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. The patients date of birth was not provided when asked. The patients weight is not provided when asked. Date of event: this information was not provided when asked. Is not applicable with the exception of serial number as the device is manufactured by prescription. Is not applicable as the device is manufactured by prescription not implantable.

Event description:
It was reported that the patient had an allergic reaction.